Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received a device after having ventricular fibrillation (vf) arrest and receiving cardiopulmonary resuscitation. The patient had noted that they received inappropriate shocks from this device. This device was thus explanted and a new device was implanted. No additional adverse patient effects were reported. Despite efforts it was not possible to obtain information regarding the return of this device or the model/serial number.